Event description:
It was reported that the device had a cracked occlusion sensor. The event occurred during preventive maintenance inspection. There was no patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: product received 12-september 2024. H3: one device was returned for repair with reported problem of cracked downstream occlusion (dso) sensor. Visual inspection confirmed the cracked dso sensor. Event history logged 195 downstream occlusion alarms. The alarms occurred during infusion. Visual inspection found a cracked downstream occlusion (dso) sensor seal. The seal is part of the downstream sensor assembly. The downstream sensor was not damaged. The downstream was tested and occluded with a pressure of 25 psi. Cause of the problem was cracks on the dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.